Manufacturer narrative:
Eval, results: visual analysis of the lead noted a severe kink with all wires broken. Some reddish discoloration was observed within the inner tubing. Due to the wire damage, functional testing could not be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the pt had a sudden loss of stimulation that occurred when the pt sat down. X-rays showed the lead had fractured. The physician explanted and replaced the lead on (B)(6) 2011. Effective stimulation was reported postoperative. No further pt complications were reported.